Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "complications and pain" and "implant was completely destroyed ". Later healthcare professional reported ¿implant rupture¿ and ¿capsular contracture baker grade ii¿. This record is for the right side. Device was explanted.